Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had a screen fault. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 16jan2019. Date rec'd by MFR: 10jan2019. The service engineer (se) inspected the device and found that the touchscreen does not work with touch. The se replaced the touchscreen and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 06may2019. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed and found evidence of contaminations on the upper left side corner of the touchscreen. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the ul/lr and ur/ll resistance and ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.